Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the physician discovered a damaged anchor during a revision procedure. The physician removed the anchor pieces and replaced it. The patient was not injured and is currently using the device.

Manufacturer narrative:
The device was returned and analyzed. The investigation confirmed the fracture of the silicone casing. The cause of the damage could not be determined. The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
The device was returned and analyzed.